Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll bns had leakage. The following information was provided by the initial reporter: material#: 304657, batch#: 5007058. Rcc received a complaint via email. We were notified of a complaint from a customer regarding one of your products. Please see the below details regarding the reported issue. Medline complaint#: (B)(4). Defect description: customer report: ¿10ml syringes are leaking. The leakage occurred while trying to administer dye for an epidural." Xxxx kit#: pain1062b, xxx part#: 153239, product description: syringe 10ml ll bns, vendor part#: 304657, lot#: 5007058, date reported: 10/28/2025, sample received: no, response needed: completion of the attached sop31 form within 15 days of receipt 304657, 5007058. For medline qa 200695699, we received 3 ea syringes for evaluation. The customer also provided 2 ea of the extension set, bd mp5303-c, that they use with the syringe. No leaking was observed at the connection between the syringe and extension set.

Manufacturer narrative:
Investigation results: one photo and a video were received by our quality team for evaluation. The reported defect is verified as the video shows that during the plunger pushing operation, the liquid contained in the syringe leaks through the barrel wall. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause is related to manufacturing. This incident has been added to our database of reported incidents.

Event description:
Additional information.